Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for one (1) patient sample on a cobas 6000 e601 module. The initial result was 10000 miu/ml with a data flag and was high. The sample was automatically diluted (ratio: 1/100) and the repeated result was 2.92 miu/ml and much lower. On (B)(6) 2020 the result was 10000 miu/ml with a data flag. The sample was automatically diluted (ratio: 1/100) and the repeated result was 63972 miu/ml. The negative (low) result was reported to the patient's doctor. The reagent lot number is 470489 with an expiration date of september 2021.

Manufacturer narrative:
The last calibration was done on 14-oct-2020 and was acceptable. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot." The alarm trace is unsuspicious for the alleged day and time. The qc recovery was acceptable. A general reagent problem can be excluded because of provided quality validation within expectations. The investigation did not identify a product problem. The cause of the event could not be determined.